Event description:
Patient undergoing a posterior spinal fusion. A 4.5 tap broke off while being used by the surgeon. Surgeon able to remove all but a small piece which remains lodged in the bone. Per surgeon, no harm to pt related to this event.